Manufacturer narrative:
An event for patient effects of bleeding was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported bleeding could not be conclusively determined. The reported unexpected medical intervention was a resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent the the previously filed report, additional information was received that the minor bleeding was noted post-procedure on (B)(6) 2024. The cause of the patient's minor bleeding is attributed to placement/use of the 8f amplatzer talisman delivery system. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, an 8f amplatzer talisman delivery system was selected for procedure. At an unknown point it was noted that the patient had minor bleeding at the femoral puncture site. The decision was made to place a pressure bandage.